Manufacturer narrative:
Investigation summary: customer communicated the issue was related to a contamination issue and did not wish to further investigate. Root cause: customer communicated issue was related to contamination. Source: phone

Event description:
Reporting "unspecified issues" with the sars assay with no additional information. Several attempts were made to gather more information from the customer and on final attempt the customer reported the issue was resolved and found related to contamination.